Manufacturer narrative:
This is one of two reports being submitted for this case. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, inaccurate measurement of the landing zone, minimally or bulky/severely calcified leaflets, rapid deployment, release of stored tension during deployment, movement of the delivery system by the operator, and a narrow sinotubular junction in aortic position. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e., minimal leaflet calcification), bv may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the reported event was unable to be determined but may have been due to procedural factors (pvc ejecting the thv but it was believed that capture was not lost) and or patient factors not provided. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. This patient presented with an annulus that measured approximately 430mm2. The first 23mm sapien 3 ultra valve was prepped with an additional 2cc of fluid and delivered to the annulus. During inflation, the valve ejected from the annulus and embolized. The valve was drawn back to the descending thoracic aorta. The thv was approximately 90% expanded and all volume of fluid was not delivered prior to embolization. A new 23mm sapien 3 ultra was prepped with an additional 3cc of fluid and the exact same thing happened again. All fluid was not delivered to the second thv while it was embolized. Both valves were safely delivered to the descending thoracic aorta and expanded with a 28mm true balloon to stabilize. The patient remained stable when leaving the room. A 29mm non-edwards valve was successfully placed in this patient post embolization of the two 23mm sapien 3 ultra valves. The appearance of both embolization looked like a pvc ejecting the thv but it was believed that capture was not lost. In addition, patient support center received a call from the patient with questions about an unsuccessful tavr procedure. Patient was implanted with 3 tavr valves, two of which were ew valves with the last being a non-edwards device. Patient states all three valves are still implanted and does not have any information on why/how the two ew valves failed.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference manufacturer report no. (B)(4).